Manufacturer narrative:
An outside of united states (ous) customer reported a falsely depressed total human chorionic gonadotropin (total hcg) patient result (1 patient) was obtained on an advia centaur xpt instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse found that the vacuum flow and pressure were high, so it was adjusted. The cse checked the acid and base dispense as well as all relevant reagent probe and sample probe positions. The sample syringe driver unit was stripped down and all component parts were cleaned before lubricating, re-assembling, and setting tension. There was a fluid leak on one of the fittings for dispense dilutor d3. The fitting was replaced. On the following day, the cse fitted a replacement sample syringe and replaced the sample probe tubing as a precaution. Once re-assembled, the sample pump transducer test was run from diagnostics. All quality controls (qcs) and calibration were acceptable. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed total human chorionic gonadotropin (total hcg) patient result (1 patient) was obtained on an advia centaur xpt instrument. The initial result was reported to the physician(s), who questioned the result. The same sample was repeated on an alternate advia centaur xpt instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed total hcg result.